Manufacturer narrative:
Additional information: a2, b2, b5, b6, b7, d10, e1, and h6. B5: upon follow-up, it was reported that the cause of peritonitis was due to a break in aseptic technique. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. The patient was hospitalized. It was reported that vancomycin injection was given every 3rd day intraperitoneal and was discontinued and amikacin injection "was" given once daily, intraperitoneal and discontinued. It was reported that the patient and caregiver were retrained on proper aseptic techniques. At the time of this report, the patient was discharged from the hospital on (B)(6) 2024 and was recovered from the events. Pd therapy was discontinued on (B)(6) 2024 and the patient was switched to hemodialysis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1g, "3days once") and amikacin injection (70mg). Patient outcome and action taken with pd therapy were not reported. No additional information is available.